Manufacturer narrative:
B5 describe event or problem - additional, h2 correction/additional information, h6 investigation findings - correction, h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was vomiting and had altered mental status and agitated. The pump was being alleged for insulin pump displacement or malfunction. The patient was taken to the hospital by the paramedics and reporter believed that 911 has been called by the caregiver. The patient was diagnosed with dka. Patient was treated with insulin drip and IV fluids. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was vomiting and had altered mental status and agitated. The pump was being alleged for insulin pump displacement or malfunction. The patient was taken to the hospital by the paramedics and reporter believed that 911 has been called by the caregiver. The patient was diagnosed with dka. Patient was treated with insulin drip and IV fluids. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.